Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's spouse that 1 day post implant of this bioprosthetic valve, the patient died. The patient was very sluggish coming off bypass so they went back on and did additional bypass grafts hoping to improve heart function. The physician reported the cause of death was coagulopathy due to excessive pump run and there was no evidence to suggest that the valve or its function contributed to the patient¿s death. No autopsy was performed.